Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple intermittent occlusion alarms occurred during bolus delivery. Customer changed supplies and resumed insulin delivery. Customer's blood glucose was 140-330 mg/dl.